Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the issue was due to age-related deterioration, failure due to abrasion, or re-processing, handling, or procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source showed a b30 error code (scope communication error). The intended diagnostic procedure was completed with another similar device. There was no delay and no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported to olympus technical assistance center (tac) that they tried two scopes, and both had the same b30 (scope communication error). The customer was advised to perform troubleshooting by cleaning the gold connectors with an alcohol prep pad and secured the maj-1933 and maj-1941 cables. The customer reported that the issue was resolved the reported issue. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.